Event description:
It was reported that this right ventricular (rv) lead was attempted in a left bundle branch (lbb) placement. After initial placement of the lead, high in range pacing impedances were observed, and the physician inserted the helix further in attempts to lower the impedance. As a result, the rv had loss of capture (loc), high out of range pacing impedance, and high capture thresholds. Upon external visual examination, the physician observed the helix mechanism was not extending as expected. The physician attempted placement again with the same rv lead, however the capture thresholds were inadequate. A new rv lead was successfully placed, and this attempted lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. However, it was found that the helix did not extend within 15 turns and there was blood/body fluid in the helix housing.

Event description:
It was reported that this right ventricular (rv) lead was attempted in a left bundle branch (lbb) placement. After initial placement of the lead, high in range pacing impedances were observed, and the physician inserted the helix further in attempts to lower the impedance. As a result, the rv had loss of capture (loc), high out of range pacing impedance, and high capture thresholds. Upon external visual examination, the physician observed the helix mechanism was not extending as expected. The physician attempted placement again with the same rv lead, however the capture thresholds were inadequate. A new rv lead was successfully placed, and this attempted lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported. Subsequently, the lead was returned for analysis.